Event description:
It was reported that the attachment heated up during a routine equipment evaluation at the user facility. There was no pt involvement, user injury, or adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted when the investigation is completed.